Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes based on analysis results that the reported event is confirmed as there was a fiber body break between the control knob and the distal tip. It is likely that the observed body break may have occurred due to manipulation applied to the fiber while advancing it down the scope. The damage to the outerflow tube possibly occurred when the fiber started firing. The aiming beam appeared at the break location hitting the cystoscope surface and was reflected back at the fiber thus resulting in the reported flickering. According to the instructions for use (IFU), do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the analysis results and information available, the interaction between the user and device caused or contributed to the observed fiber damage and reported event. Device history record review the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the control knob and the distal tip. The outerflow tube appeared melted near the metal cap proximal end. There were no defects/failures with the tip. The tip did not exhibit any signs of detritus adhesion or devitrification and had zero signs of usage. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed the aiming beam was escaping from the break location. Labeling review: a review of the product labeling was completed. The instructions for use was reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. According to the instructions for use (IFU): do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis result a conclusion cause of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that the fiber was defective from the first minute of use as the fiber flickered immediately. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned, and analysis identified a fiber body break between the control knob and distal tip.